Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Weight: the weight of the patient was requested but was not available. The pxc141400 contralateral leg component was returned to gore and an engineering evaluation was performed. The investigation showed that the catheter was broken at the trailing olive. The polyimide guidewire had fractured. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information. The reported excessive tortuosity and removing of the device from the sheath without deflating the dryseal valve likely contributed to the event.

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a right common iliac artery aneurysm and was treated with gore® excluder® aaa endoprostheses. During the attempt to advance a pxc141400 contralateral leg component into the gate of a rlt281414 trunk-ipsilateral leg component inside a dsl1228 dryseal sheath, the sheath slipped back out of the contralateral gate due to excessive tortuosity of the patient¿s left common iliac artery. Without the sheath in place, it was not possible to advance the pxc141400 endoprosthesis into the contralateral gate to assume correct position for deployment and was decided to remove the device from the patient. However, after having withdrawn the device from the sheath, visual inspection revealed that the leading end of the device catheter had separated at the level of the distal olive. The reason for the catheter damage was believed to have been the removal of the undeployed device through the sheath without deflating the sheath¿s valve. Subsequently, the broken catheter was replaced with a new pxc141000 contralateral leg component. The patient tolerated the procedure.